Event description:
The patient reportedly had a staph infection at the implant site post implant surgery. The patient was hospitalized from (B)(6), 2011 to (B)(6), 2012 and was treated with IV antibiotic clinda/rocephin. Eight week treatment of augmentin has been prescribed. The patient continues to be monitored by the center.